Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('foreign objects are hurting me') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("chronic bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaints. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('foreign objects are hurting me') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage ("chronic bleeding"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('foreign objects are hurting me') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2010 first set 3rd coil approx 5months in late 2010/early 2011/3 coil removed from 3 tubes". In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("chronic bleeding") and abdominal distension ("ghost pregnancy/uterus"). The patient was treated with surgery (laproscopic vaginal hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage and abdominal distension outcome was unknown. The reporter considered abdominal distension, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: 3rd coil inserted approx 5 months later in late 2010 /early 2011. Concerning the injuries reported in this case, the following ones were reported via social media: inappropriate device therapy. Quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: event 2010 first set 3rd coil approx 5months in late 2010/ early 2011/3 coil removed from 3 tubes added. Fu4 and fu5 and fu6 processed together. On 20-mar-2020: fu4 and fu5 and fu6 processed together. On 23-mar-2020: social media was received. Event ghost pregnancy/uterus added. Reporter were added.fu4 and fu5 and fu6 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('foreign objects are hurting me ') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use issue "2010 first set 3rd coil approx 5 months in late 2010/early 2011/3 coil removed from 3 tubes". In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("chronic bleeding"), abdominal distension ("ghost pregnancy/uterus"), hair disorder ("hair to be healthy again"), nail disorder ("nail to be healthy again"), feeling abnormal ("feel like baby kicking"), cyst rupture ("cyst bursts") and pain ("excruciating pain"). The patient was treated with surgery (laparoscopic vaginal hysterectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, feeling abnormal, cyst rupture and pain outcome was unknown and the hair disorder and nail disorder was resolving. The reporter considered abdominal distension, cyst rupture, feeling abnormal, genital haemorrhage, hair disorder, nail disorder, pain and pelvic pain to be related to essure. The reporter commented: 3rd coil inserted approx 5 months later in late 2010 /early 2011. Concerning the injuries reported in this case, the following ones were reported via social media: inappropriate device therapy, abdominal distension, cyst rupture, feeling abnormal, genital haemorrhage, hair disorder, nail disorder, pain and pelvic pain quality-safety evaluation of ptc: unable to confirm complaints. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received: event added- hair to be healthy again, nail to be healthy again, feel like they have baby kicking, cyst bursts, excruciating pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.